Event description:
The pt required a biliary drain. During procedure, a very small fragment of wire coating sheared off and is retained in liver parenchyma. No harm to pt.

Manufacturer narrative:
Pt info not provided by the reporter. Device lot # not provided by reporter. Expiration date unk as lot # is unk. (B)(4). Device manufacture date unk as lot # is unk. No product was returned to assist in this investigation. This device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections prior to transport. In addition each pmg wire guide comes with an attached caution label, which illustrates; "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." Without an inspection of the complaint product a definite root cause cannot be found. In previous complaints we have found possible causes to include damage to the wire guide associated with withdrawal through the needle or other instrument. Less frequently, pt anatomy makes withdrawal of the wire guide difficult resulting in separation when the force exceeds design specification. The event description sates that "a very small fragment of the wire coating sheared off". The wire included in this set does not have a coating. It is possible that the separated segment was a part of the wire or more likely was shared off the catheter. Due to the absence of info the root cause for this complaint is inconclusive. We will continue to monitor for similar complaints. Per quality engineering risk assessment, risk migration is not required at this time.